Event description:
It was reported that there was a possible catheter revision. It was noted that a cap dye study was going to be performed on the day of report. It was reported that the patient was seen in the emergency room (ER) (B)(6) 2013 and had a chest x-ray that showed a possible catheter issue. It was reported that the patient¿s pump was used to infuse baclofen. It was later reported that the catheter was ¿broken.¿ it was noted that the manufacturer¿s representative was not aware if any symptoms related to this event. It was reported that the catheter appeared on x-ray to be completely in two pieces. It was noted that the distal spinal piece could be seen on x-ray to have broken or sheared at the spinous ligament. It was reported that a revision was attempted on (B)(6) 2014 without success. It was noted that after multiple attempts of accessing the subarachnoid space, the attempt of placing a new distal catheter was aborted after failure to access the space. It was reported the patient was currently being managed on a low dose of oral baclofen and responding well. It was note that nothing was explanted on (B)(6) 2014. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
.

Event description:
It was later reported that the entire proximal piece of the catheter was explanted on (B)(6) 2014. It was noted that the distal segment was not removed, but a new catheter was implanted (B)(6) 2014. It was reported that the location of the catheter issue was the distal segment. It was noted that the actions required as a result of the event included revision. It was reported that the initial catheter implanted in 2011 appeared to have broken along the supraspinatus ligament. It was noted that the product issue was resolved. It was reported that the pump was used to infuse gablofen. It was reported that the catheter implanted in 2011 appeared on x-ray to have broken at the spine where the catheter existing the intrathecal space. It was unknown what the cause or time of which the break occurred. It was reported that the patient was supplemented with oral baclofen and has done well. It was noted that the patient's status at the time of report was alive- no injury. It was reported that there were no symptoms associated with this event.